Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The mbt trial stem extractor was significantly bent during uses.

Manufacturer narrative:
Examination of the submitted pfc stem trial extract confirmed the threaded tip is bent. The root cause is attributed to misuse. The extractor was levered side to side which resulted in the bent tip condition. Based on the root cause determination of misuse, the need for corrective action is not indicated. Continue to monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.